Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate and passed selfless. The insulin pump functioned properly. No alarms noted during testing. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, unexpected restart test and all operating current test were normal. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred 2 months ago and several times after. The customer was advised to disconnect form the pump and rewind it. The customer stated that he checked the alarm history from time to time. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.